Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during out of box, the cap on the venous outlet on the cardiotomy is not in place or loose and falls off when they open the packing. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 2, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to additional information) h4 (device manufacture date) h6 (identification of evaluation codes 11, 3331, 4114, 3259, 4307) method code #1: 11 - testing of device from same lot/batch retained by manufacturer method code #2: 3331 - analysis of production records method code #3: 4114 - device not returned results code: 3259 - improper physical structure conclusions code: 4307 - cause traced to component failure the actual sample was not returned for evaluation. However, the photo that was provided was reviewed and confirmed the blue cap had fallen off of the reservoir outlet port. A representative retention sample from the same lot number was inspected and found to still have the blue cap attached. All oxygenators are 100% visually inspected at several points in the production process. It is likely that the cap fell off due to a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.